Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The day of the event the cgm reading was 51 mg/dl. A nurse in the facility where the patient was at that time called the medics. The patient experienced the feeling as if she was going blind and was confused. A fingerstick was taken by the paramedics but the patient could not remember the values from that moment. The patient was treated with orange juice and chocolate. After treatment the ¿reading¿ was 90 mg/dl no further treatment was reported to be needed and after 20 minutes, the medics left. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.